Event description:
It was reported that a blood-like substance leaked out of the handpiece. This event did occur during a surgical procedure. There was patient involvement but no adverse consequences reported. Attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the gasket seal was broken and the boot was ripped. The blade mount assembly was replaced.